Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failures alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarm and fill cannula was not recorded in daily history. The customer¿s blood glucose level was 13.1 mmol/l at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.